Event description:
It was reported that during preparation for a renal stenting treatment procedure, the stent deployed prematurely and became dislodged. This 6.0x18x150cm express sd stent was being prepped for use, outside the patient, when the stent was found to be partially deployed and "slid off" the balloon. The stent was located between the markerbands upon removal from the protective hoop. The condition of the stent was noted before any attempt was made to load the device onto a guide wire. The procedure was completed with another express sd stent. There were no reported patient complications. The patient status is listed as "fine".

Manufacturer narrative:
Device evaluated by manufacturer: only the stent component of the device was returned for analysis. Visual and microscopic inspection revealed that the stent had prematurely deployed on one side. The partially expanded side of the stent suggests that pressure was applied. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during preparation for a renal stenting treatment procedure, the stent deployed prematurely and became dislodged. This 6.0x18x150cm express sd stent was being prepped for use, outside the patient, when the stent was found to be partially deployed and "slid off" the balloon. The stent was located between the markerbands upon removal from the protective hoop. The condition of the stent was noted before any attempt was made to load the device onto a guide wire. The procedure was completed with another express sd stent. There were no reported patient complications. The patient status is listed as "fine".

Manufacturer narrative:
(B)(4):the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)